Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. The explanted ipg and leads were not returned. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred a few years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 5102696 / 5104768.